Event description:
It was reported on 05/31/2022 by a facility representative via sems that an ar-10010 probe hook was bending. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.complaint confirmed. Upon visual evaluation the distal tip of the shaft is bent, caused by applying excessive leveraging force. Also, it was noted discoloration on the handle. The cause remains undetermined.